Event description:
It has been reported to philips that the system hung in reboot status. It is unknown if the device was in clinical use. It is unknown if there was any patient harm. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was stuck during a reboot. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. Few days later, issue was reoccurred. The philips engineer replaced ippc. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.